Manufacturer narrative:
Additional information: d10,g4,h2,h3, h6 & h10. The valve was reportedly explanted due to regurgitation. Cusp 3 was torn, consistent with the reported regurgitation, and thinning and loss of collagen was noted at the tear site. Pathological examination also found thinning/loss of collagen and degenerative changes in cusps 2 and 3. No acute inflammation or significant calcifications were found. In the absence of any calcification or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation revealed degenerative changes and loss of collagen at the tear site, which could have contributed to the tear.

Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, a 25mm epic stented porcine heart valve w/flexfit system was implanted in the patient's mitral position. Mitral regurgitation was confirmed on the echocardiogram, and on (B)(6) 2020, a re-do mvr was performed and the epic valve was explanted. No patient consequences reported.